Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime or compromised forced sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 389 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.